Event description:
It was reported that on (B)(6) 2014, a removal occurred. Then on (B)(6) 2014 it was replaced. This was due to an infection. Most of the lead was noted to be removed as well but not the paddle in the patient¿s neck. She did not want the paddle taken out in june as she did not want the space to close off. The paddle and part of the lead was left and the new paddle was slid in there. The patient had scars from the incisions. Everything was noted to be going good at the time of this report. Follow-up was performed to determine what the signs and symptoms of the infection were, what the primary location of the infection was, and what the type of organism was cultured. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).